Event description:
It was observed during the device inspection that the bronchovideoscope had foreign objects in the connecting tube, bending rubber and the adhesive on bending-rubber. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided the foreign material remaining on the device could not be identified. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.